Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was receiving alerts from the insulin pump that there was an occlusion while changing their infusion set. The customer's blood glucose was 286 mg/dl. The customer stated that this occurred multiple times. The customer stated that they also changed the reservoir and battery. Advised that the insulin pump be returned for analysis. Advised that a replacement insulin pump would be sent. Nothing further reported.